Event description:
It was reported that the patient had the devices removed in 2009 due to infection. Specific patient symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.